Event description:
Per the audiologist, the patent had a decrease in performance. The results of an integrity test done in 2009, showed normal receiver stimulator function with multiple electrode anomalies. The patient¿s device was explanted in 2009, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 19, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.